Event description:
A 4.0mm diameter x 18mm length driver rx coronary stent system was inserted into a patient for treatment of a proximal circumflex artery. Vessel and lesion morphology are unknown. It was reported that the stent was deployed successfully. It was reported that twenty-one days post stent implant, the patient presented to the hospital with an occlusion. The patient was still on antiplatelet therapy. A thromboaspiration was performed with an export catheter. No additional clinical sequelae were reported, and the patient is reported to be fine.